Event description:
It was reported that a bobby balloon catheter was positioned at the intercranial junction and dissection occurred. There was residual dissection/flap at the carotid communis. The patient's status was reported to be "good" and there was no intervention as the "hemodynamic was okay.

Manufacturer narrative:
Items returned: n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications: potential complications include but are not limited to: vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudoaneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. Precautions: after balloon preparation for use and prior to use, re-inflate to nominal volume and inspect for any irregularities or damage. Do not use if any inconsistencies are observed. The balloon guide catheter has a lubricious surface and should be hydrated in saline solution for at least 10 seconds prior to use. Once the balloon guide catheter is hydrated, do not allow it to dry. Exercise care in handling the balloon catheter to reduce the chance of accidental damage. Take precaution when navigating the balloon guide catheter in tortuous vasculature to avoid damage. Avoid advancement or withdrawal against resistance until the cause of resistance is determined. Presence of calcifications, irregularities or existing devices may damage the balloon guide catheter and potentially affect its insertion or removal. Excessive torque applied with a syringe might result in damage to the hub assembly. Directions for use (refer to diagram for reference): 1. Attach a rotating hemostatic valve (rhv) to the working lumen of the balloon guide catheter. Set up a continuous saline flush line and connect it to the sidearm of the rhv. 2. Insert a select catheter with guidewire into the working lumen of the balloon guide catheter. 3. Ensure the balloon is fully deflated and advance a peel-away sheath over the balloon portion of the balloon guide catheter. 4. Insert the guidewire/select catheter/balloon guide catheter system into the introducer sheath using the peel-away sheath. Insert peel-away sheath into the introducer sheath until it meets resistance. 5. Advance the guidewire/select catheter/balloon guide catheter system to the desired location in the vasculature using fluoroscopic visualization. Warning: do not advance the balloon guide catheter or guidewire against resistance. If resistance is felt, assess the source of resistance using fluoroscopic means. 6. Retract peel-away sheath from introducer hub and peel off of the balloon guide catheter. 7. If aspiration is desired, remove saline flush and attach a 60cc syringe to the sideport of the 3-way stopcock connected to the working lumen of the balloon guide catheter. Or prepare an aspiration pump and tubing kit per respective IFU. Remove the saline flush and attach the tubing kit to the sideport of the 3-way stopcock connected to the working lumen of the balloon guide catheter. 8. If using a clot retrieval device, remove any loading acquired during tracking of balloon guide catheter if needed. Slowly inflate the balloon until the desired diameter is achieved. Turn off the stopcock towards balloon guiding catheter hub. Warning: do not exceed the maximum recommended inflation volume as balloon rupture may occur. Warning: always inflate and deflate the balloon while visualizing under fluoroscopy to ensure patient safety. Recommended aspiration procedure: 1. Apply vigorous aspiration to balloon guide catheter using a 60cc syringe or aspiration pump not to exceed -28 inhg and withdraw devices(s) such as clot retrieval device and microcatheter inside balloon guide catheter. 2. Continue aspirating balloon guide catheter until clot retrieval device and microcatheter are fully withdrawn from balloon guide catheter. 3. When deflating balloon, use fluoroscopy to ensure complete deflation prior to removal. After procedure is complete, slowly remove the balloon catheter. Note: if withdrawal of clot retrieval device and microcatheter into balloon guide catheter is difficult, deflate balloon and under aspiration of balloon guide catheter working lumen, simultaneously withdraw balloon guide catheter, microcatheter and clot retrieval device as a unit through introducer sheath. Remove introducer sheath if necessary. Medical imaging: three radiographic images were submitted. They are not labeled as to date or time. Image 1: left cca dsa, ap, subtracted, with contrast, centered over neck and skull base. There is a non-flow-limiting spiral dissection that spans the entire cervical ica and stops at the proximal petrous ica. The supraclinoid ica and proximal mca are visualized and appear normal. Image 2: coronal flat plate cta centered over the left neck and skull base. The dissection flap is seen in the left cervical ica. Image 3: left ica dsa, ap, subtracted, with contrast, centered over neck and lower skull. A bobby catheter is seen in the distal cervical ica. The balloon is not inflated. There is marked spasm around the tip of the bobby catheter, which is impairing forward flow of contrast in the head. The ica is opacified from the tip of the bobby to the cavernous ica. Cortical branches of the mca and aca are seen. These images do not explain why the cervical ica dissection occurred. These images confirm the presence of the dissection, but do not explain why the cervical ica dissection occurred. Furthermore, without the return and physical evaluation of the bobby device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event.

Event description:
It was reported that a bobby balloon catheter was positioned at the intercranial junction and dissection occurred. There was residual dissection/flap at the carotid communis. The patient's status was reported to be "good" and there was no intervention as the "hemodynamic was ok.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device discarded at the user facility and was not available for return to the manufacturer for evaluation. Medical images were provided and are currently being analyzed.